Event description:
Patient reported, right side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, d6b, h3, h6.

Event description:
Patient reported right side capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade iii/IV and exchange. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Healthcare professional later reported capsular contracture, baker grade iii/IV and exchange. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5 ,g2.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii/IV and exchange.